Event description:
A nurse reported the diathermy and fragmentation functions were unavailable during a case. System messages were received but the nurse could not recall which ones. The system was rebooted and the case was completed. There was no patient impact reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problems. The pneumatic rfid pcb and the rfid cable were replaced as a preventative measure. The system was then tested and met all product specifications. The pneumatic rfid pcb will be sent in for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).